Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose up to 400 mg/dl after having the pump off for about a day due to a site issue and then intermittently removing the pump thereafter; the user subsequently discontinued pump use, administered subcutaneous insulin by pen, and preferred not to restart the pump at that time. Symptoms included no recalled hyperglycemia symptoms. Outcomes included self-management with manual injections and no hospitalization. Investigation included complaint intake, review of user-reported history, and troubleshooting and education. Investigation of this case revealed no confirmed device or component malfunction, no observed infusion set anomalies, and contributing user-related factors including pump removal and possible missed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to interrupted insulin delivery due to pump nonuse rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.